Event description:
It was reported that the pulse generator exhibited back up vvi operation during device preparation. The device was not used. Another device was implanted. The patient did not experience any adverse consequences.

Manufacturer narrative:
Device was received in backup mode with battery voltage near bol level. Analysis of the device image showed that the device had two resets occurred in less than 2 seconds apart before it went to backup mode. Field information was requested for possible emi or high energy particles exposure around the time of the backup, but none was available. Therefore, the cause of the hardware resets that resulted to backup operation could not be determined. After downloading product code, functional testing was performed and all test results were normal and the backup operation could not be reproduced during the entire analysis.